Event description:
In 2007, it was reported to boston scientific corporation, that a procedure to place an ultraflex covered tracheobronchial stent, in the right ain stem bronchial was performed (female patient). It was reported that, "they got the stent in place, and once it was, they found that the cord began to unravel, but would not continue to deploy." It was further stated that, "they pulled very hard and stopped for they thought that the cord would break." Then, according to the complainant, the physician removed the ultraflex stent system and "tried to place another [ultraflex tracheobronchial stent]...but was unable to for the stent was [too] big for the area"; at that time, the physician decided to abort the procedure. The patient's condition was reported as "stable."

Manufacturer narrative:
The lot number of the device is unknown; therefore, the manufacture date is unknown. The complainant indicated that the device has been disposed and will not be returned to boston scientific for evaluation. A device analysis will not be performed; therefore, the relationship between the suspect device and the reported event is undetermined. A customer ship history review identified one possible lot, 9218140, which the suspect device may have originated. The device history record (DHR) corresponding to this lot was reviewed; no anomalies were noted in the DHR. A search of the complaint database for similar complaints was conducted; no additional complaints have been reported for this lot. The jun 2007 15-month ultraflex tracheobronchial stent system product family complaint trend report, inclusive of all failure modes, was reviewed; an unfavorable trend was noted and the june 2007 data point exceeded its complaint alert limit. An unfavorable trend is defined as two consecutive increasing data points. The trend report reveals three complaints reported, complaints in the following month, and some complaints reported one month later. A possible root cause for ultraflex tracheobronchial stent system deployment failure includes crochet loops which do not detach. A CAPA has been initiated to further investigate stent deployment issues.